Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The log file analysis showed several low flow events on (B)(6) 2020. Low flows on (B)(6) 2020 did not trigger low flow alarms. However the ones on (B)(6) 2020 did. These occurred when pulsatility index was elevated. No equipment related issues were found and appear to be patient related. The patient was admitted on (B)(6) 2020 to hospital due to cardiac arrest. Emergency medical services reported that "patient received 4 rounds of epinephrine and around 40 minutes before they then saw an organized rhythm on the monitor. At some point, they report seeing a red alarm on his controller that read "please call the hospital". The emergency room physician reported that all batteries were charged as well as the backup battery in his controller. The parameters that were reported to the registered nurse were also okay. The only alarms seen were 5 low flow alarms that occurred around the time of CPR. On (B)(6) 2020 around 9am nurse reported low flows, blood pressure was at "180's/120's". These were determined to be blood pressure related and it was recommended they keep his mean arterial pressure at 70-90. Medication was ordered and hypothermia protocol was continued. It is documented that @ 1546 on (B)(6) 2020, the patient remained hypertensive after medication was administered and sedation was increased. New medication orders were then given. Rewarming was initiated at midnight in preparation for transfer to our facility at 0630 (B)(6) 2020. Patient arrived at facility @ 0850, flow:3.4 , rotations per minute:5200 , pi:7.7 , power:3.9. The patient expired due to anoxic brain injury on (B)(6) 2020. No additional information was provided

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via the submitted log file. According to the account, the low flows were secondary to hypertension. A direct correlation between heartmate 3 lvas, serial number (B)(6), and reported events could not conclusively be determined. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2020 at 16:12:48 through (B)(6) 2020 at 10:33:43. Low flow events were captured throughout the log file from (B)(6) 2020 at 16:13:00 through (B)(6) 2020 at 9:27:43. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The account communicated that the patient was admitted on (B)(6) 2020 to hospital due to cardiac arrest. Emergency medical services authority (emsa) reported that the patient received 4 rounds of epinephrine; however, it was around 40 minutes before they saw an organized rhythm on the monitor. On (B)(6) 2020, the nurse reported low flows and the patient's blood pressure was at 180's/120's. The low flows were determined to be blood pressure related and it was recommended they keep his mean arterial pressure at 70-90. Medication was ordered and hypothermia protocol was continued. According to the account, the patient remained hypertensive after medication was administered and sedation was increased, and new medication orders were then given. The patient expired on (B)(6) 2020 due to anoxic brain injury. The heartmate 3 lvad, serial number (B)(6), was not returned for analysis. The hm3 lvas IFU lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. The heartmate 3 lvas IFU is currently available. This IFU lists hypertension and death as adverse events that may be associated with the use of heartmate 3 lvas. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. This document also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.